Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, f. The reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and serial numbers, images, radiographs, and relevant clinical information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 20-06-38 - glenosphere 38mm: (B)(6), 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient was experiencing an infection for an undisclosed period of time. As a result, the patient was revised twice (1038671-2025-03286). No further information available.